Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of rv oversensing were observed via remote transmission due to lead noise. Lead was extracted and replaced. Patient was stable post-procedure.